Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced damaged tubing. The following information was provided by the initial reporter: nurse indicates that the infusion pump began to alarm. She opened the door to see a large ballooned silastic segment defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced damaged tubing. The following information was provided by the initial reporter: nurse indicates that the infusion pump began to alarm. She opened the door to see a large ballooned silastic segment defect.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 02-may-2022. H.6. Investigation: a complaint of tubing ballooning during infusion causing an alarm was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The tubing had ballooned and was deformed at the top of the pumping segment. A device history record review for model 2426-0007 lot number 21126037 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. This defect can be caused by misloading of the segment into the pump and pressure being forced upstream. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective/ damaged with lot #21126037 regarding item 2426-0007.